Event description:
Pt had port implanted for administration of chemotherapy. On attempted explant, about 2" of the port broke leaving the remaining 10" in the pt while broken portion was removed. Pt went to another hospital where a second attempt at removal was made but without success.